Event description:
Patient underwent a right solo knee implantation in 2008. She was evaluated in 2009, complaining of recurrent medial knee joint pain. She reported a fall two weeks prior to the visit and was uncertain whether it contributed to her symptoms. Evaluation disclosed near normal motion, some discomfort and lateral support for long distance walking. Radiographs indicated a change in position of the tibial implant with posterior portion depressed into tibia. Patient was followed monthly and pain was persistent. She was operated atabout 2 months later, where the tibial implant was removed and revised to a metal backed tray implant. The femoral component was retained. Analysis of the retrieved implant showed that only the anterior one third had cement, suggesting that an insufficient amount of cement had been implanted at surgery.